Event description:
A surgeon reported that a pt was overcorrected after a lasik surgery performed on (B)(6) 2013. Three months postoperatively, surgeon observed a superficial punctated keratitis and prescribed: vitamin b12 eyedrops 0.05%, 3 times/day for 10 days, vitamin a ophthalmic ointment once a day and povidone 1 drop/4 times day. Four months postoperatively, a small haze was observed. Seven months postoperatively the slit lamp examination showed no abnormalities but pt reported having pain at night. The following medications were prescribed: vitamin b12 0.05% eyedrops 1 drop/3 times day for 2 months, vitamin a ophthalmic ointment 1 application/day for 2 months, povidone 1 drop if eye irritation for 3 months and rimexolone 1% 1 drop twice/day for 2 months. This is one of two medical device reports associated being filed for this event. This report is for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).